Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. Patient alleged having dry nose, sore throat and nasal/throat irritation or soreness. There was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received on oct 09, 2023, and section h10 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. Patient alleged having dry nose, sore throat and nasal/throat irritation or soreness. There is no report of the medical intervention that the patient has received at this time. Additional information was received about allegation of cancer and black particles came out of device. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. The sections b1, b2, b7,h1, and h6 have been updated or corrected in this report as follows: section b1 was corrected for adverse events and product problem (only the product problem was checked in the previous report.) Section b2 was corrected to other serious or important medical events. (Previously, it was blank.) Section b7 was updated in this report. Section h1 was changed from malfunction to serious injury. Section h6 health effects: clinical codes; health effects - impact code and medical device problem code was updated.